Event description:
On 07/12/06, nellcor puritan bennett received a report of inflation issues on a hi-lo endotracheal tube. The caller is reporting three occurrences of the same report. The caller reported that after intubation the cuff would not inflate. The caller reported having to re-intubate the patient. The caller reported that it was uknown whether the endotracheal tubes had been pre-tested. The caller reported that the endotracheal tubes had been discarded.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for evaluation.